Event description:
A nurse reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. Visual inspection revealed out of specification force sensing resistors (fsrs), deemed to be the cause of the condition. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.